Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v273786, implanted: (B)(6) 2009, explanted: (B)(6) 2017. Product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator. It was reported that the patient had their device removed on the day of the report and some of the lead line was not able to be removed due to scar tissue. The patient requested MRI guidelines with a lead fragment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.